Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: did not pass insulation test . There is no probable root cause to the unit in relation to the complaint as it has passed the functional, and insulscan test. The probable root cause of the minor dents and slight abrasions could be normal wear and/or sterilization methods. The device manufacture date is not known. (B)(4).

Event description:
It was reported the insulation is compromised.